Manufacturer narrative:
After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn under thermacare." The cause of the consumer receiving a burn under thermacare is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] thermal burn on the back [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip), lot number an2275 and expiration date feb2022, from an unspecified date, for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously used thermacare often and never experienced any problems before. The patient burned his back with thermacare heatwrap on an unspecified date. The pharmacy suspected a product quality issue. The action taken with thermacare heatwrap and the outcome of the event were unknown. Product quality complaint group provided investigation conclusion as follows: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn under thermacare." The cause of the consumer receiving a burn under thermacare is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (19nov2019): this follow-up is being submitted to upgrade the case to a serious, reportable MDR. Follow-up (05dec2019): new information received from the product quality complaint group included: investigation conclusion. Company clinical evaluation comment: based on the information provided, the event of "burned his back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burned his back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Thermal burn on the back [thermal burn]. Case narrative: this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip), lot number an2275 and expiration date feb2022, from an unspecified date, for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously used thermacare often and never experienced any problems before. The patient burned his back with thermacare heatwrap on an unspecified date. The pharmacy suspected a product quality issue. The action taken with thermacare heatwrap and the outcome of the event were unknown. Additional information has been requested and will be provided as it becomes available follow-up (19nov2019): this follow-up is being submitted to upgrade the case to a serious, reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "burned his back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the information provided, the event of "burned his back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.